Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the customer reported failure mode and the alleged intra-operative complication experienced by the patient. In addition, the severity and exact location of the burn injury sustained by the patient are unknown. Isi has attempted to contact the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has received the monopolar cautery instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate or confirm the customer reported complaint that electrical energy arced from the tip of the instrument. The accessory tip was not returned with the instrument. A visual inspection of the instrument did not find any damage to the electrical contacts. There were also no damaged cables or any signs of arcing on the returned instrument. The instrument had no signs of thermal damage or melting on the distal end. No trouble was found with the evaluation of the instrument. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained an unspecified burn injury after electrical energy reportedly arced from the tip of the monopolar cautery instrument. However, at this time, the cause and severity of the burn injury sustained by the patient are unknown.

Event description:
It was initially reported that during a da vinci-assisted transoral procedure, the patient allegedly sustained an unspecified burn injury after electrical energy arced from the tip of the monopolar cautery instrument. On 12/06/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the da vinci-assisted surgical procedure was not recorded on video. During the surgical procedure, the surgical staff used a valleylab generator with unknown settings. A neutral return electrode grounding pad was properly placed on the patient's thigh during the surgical procedure. The cautery tip (instrument accessory) appeared to be properly installed on the monopolar cautery instrument before and after the alleged arcing event occurred. When the arcing event occurred, the surgeon was performing oral dissection with either monopolar cut or coag energy activated. After the event occurred, the tip of the monopolar cautery instrument was inspected and no damage was observed. The surgical staff replaced the monopolar cautery instrument with another unspecified monopolar spatula instrument and the surgical procedure was completed. No further clinical information was provided.